Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was confirmed. The root cause could not be identified. According to the investigation, reasonably known information suggested that the probable causes of the reported failure were due to deformation/distortion problems which are problems caused by changes in shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. The most probable cause of this issue is traced to component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uetero-reno fiberscope bending section rubber glue was chipped and bending section was broken. There was no patient involvement.